Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) on retained kit lot m163874 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m163874 and test base part number 190-430 / lot m163874. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163874 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference reference report numbers: 1221359-2021-03702, 1221359-2021-03703, 1221359-2021-03704.

Event description:
False positive result with the ID now covid-19 on dates (B)(6) 2021. This MFR. Report addresses lots 2 of 3. Additional information regarding which dates corresponded with which specific lot number was requested but not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m163847 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number190-000j / lot m163874 and test base part number 190-430 / lot m163874. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m163847 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.